Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported an issue with a certas valve: the valve was implanted via l-p shunt on an unknown date with setting 4 and was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj) and a bactiseal catheter (ns0339). On december 28, 2020, when the setting was attempted to change from 4 to 3 by etk, it could not be changed and the black dot was disappearing after displayed. With the certas tool kit, the setting could be confirmed, but could not be changed. The patient is following up, however, if the setting need to be changed, the valve will be replaced. Additional information received on january 11, 2021 states that the valve is still implanted.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d10, g1, g4, g7,h2, h3, h4, h6, h10. Unique device identifier (UDI) : (B)(4). The valve was not returned for evaluation (as per customer, product not available). Therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.